Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model: 8709sc, serial #: (B)(4), implanted: 2011 (B)(6), explanted: unk. Programmer: model: 8835, serial #: (B)(4).

Event description:
Additional information received reported that device was explanted; however the date of explant was not provided. Additional information had been requested, but was not available as of the date of this report.

Event description:
A confirmed motor stall noted in event logs with no motor stall recovery was reported. The motor stall was caused by patient having MRI or other medical procedure. Additional information has been requested; a follow-up report will be sent when it becomes available.